Event description:
A malfunction was reported with the pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and it was determined the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred. The customer understood and acknowledged these instructions.